Event description:
It was reported to boston scientific corporation that a defective resolution clip device was used during an enteroscopy procedure, performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned in the patient's small intestine to treat a perforation. However, the clip would not advance out of the sheath. The entire device was removed with no visible damage to the device. There was no significant delay in the procedure due to the malfunctioned clip. Per the complainant, no further treatment was required. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the oversheath and there was a kink near the handle. The clip assembly was located just inside the oversheath. During a functional evaluation, the clip assembly was exposed and the control wire was actuated several times and deployed. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a defective resolution clip device was used during an enteroscopy procedure, performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned in the patient's small intestine to treat a perforation. However, the clip would not advance out of the sheath. The entire device was removed with no visible damage to the device. There was no significant delay in the procedure due to the malfunctioned clip. Per the complainant, no further treatment was required. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.